Event description:
Device appears to be potentially undersensing and oversensing on ventricular lead and potentially undersensing on the atrial lead on stored treated vt/vf episodes,hrns events, at/af events. See stored events. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).